Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in an unknown location. The cause of death was unknown but related to insulin pump use and over delivery. The reporting party did not state whether the customer had any illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was most likely wearing the insulin pump at the time of the incident. It is unknown if the customer was using sensors. There is pending legal action on this incident. The reporting party did not state whether they would return the insulin pump for analysis.

Manufacturer narrative:
Visual inspection: minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. Insulin pump received with energizer alkaline battery installed 1.424 volts. Test energizer alkaline battery 1.595 volts. Paradigm analysis summary: device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08800 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Infusion set test appendix: part/model - unknown. Inspection lot no. - unknown. Mm batch no. - unknown. Lot no. - unknown. Infusion set visual inspection: 23 inches long. Sample is used. Missing cannula. No damage noted on the tubing. Unknown liquid in the tubing. Measurements: sample 1 flow rate 97.1 sccm (standard cubic centimeters per minute) - pass. Infusion set summary analysis: sample 1 passed the infusion set testing.